Event description:
A surgeon reported that after an intraocular lens (iol) was implanted three years ago, she has started to see diffuse brown spots within the optic of the iol. The patient's vision is good. Additional information was requested.

Manufacturer narrative:
Photo evaluation: remnant capsule whitening is compatible with anterior capsule opacification. The observed light scattering artifacts are compatible with glistenings. (B)(4).

Manufacturer narrative:
A sample device was not returned for investigation. The lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempt has been made to obtain additional information by fax. A completed questionnaire was not received. (B)(4).